Event description:
As reported, during a procedure when the surgeon gripped the handle the first time, the fastener didn't come out and when struck the handle outside the body, the fastener fell out. It was reported that after gripping the handle multiple times, three fasteners came out at the same time. It was also reported that the device jammed and was no longer used. The procedure was completed using new device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device deployed multiple fasteners at the same time. Evaluation of the returned sample confirms the reported event. During simulated use testing the device deployed one fastener into the peek cap of another fastener. As received the device is out of synchronization confirmed by the exposed fastener. While a definitive cause could not the established, the device going out of synchronization is likely the result of an event occurring during user/device interface. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 435 units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.